Manufacturer narrative:
2/11/1998 - supplemental report #1 sent to FDA. Device evaluation indicated and codes entered in h3 and h6. Device not received for evaluation.

Event description:
The disposable loading unit was used with an auto suture powered multifire endo gia 60 disposable stapler during a laparoscopic bullectomy procedure. Reportedly, the knife blade disengaged. The surgeon used another cartridge to complete the procedure. The hospital has reported that no patient injury occurred.